Event description:
On 11/06/2023, (al23007-c21u) reported to cas that dr. Had a full thickness ak incision on procedure ID # (B)(4).

Manufacturer narrative:
Procedure (B)(4) was reviewed and the suction ring is not properly locked to the titanium arm and a considerable patient movement which can cause a full thickness ak.